Event description:
(B)(4). Severe pelvic pain, heart palpitations, heavy bleeding, passing blood clots the size of a flattened tennis ball, hormonal imbalance, period every two weeks rather than once a month, severe nausea, stomach cramping, dizziness, raynaud's disease, migraines, massive weight gain, joint aches, exhaustion, headaches, facial pain, brain fog, adenomyosis, cysts in fallopian tubes, cysts in cervix and cysts in uterus. Had a hysterectomy on (B)(6) 2015 to relieve symptoms. After removal of uterus, cervix and fallopian tubes (with the devices still in tact in tubes) the severe pelvic pain, joint aches, headaches, facial pain, dizziness, exhaustion and malaise were gone. All symptoms were not present prior to essure insertion in 2009. I went from an active (exercise 5 - 6 days a week) healthy person at a healthy weight to an exhausted person who couldn't keep her eyes open past 8:30 pm and was in daily pelvic pain. I had multiple tests for ms, lyme disease, rheumatoid, thyroid tests, stress test echo cardiogram that all came back normal. I also did not have painful nor heavy periods prior to essure. (Was not using hormonal birth control prior to insertion.)

Event description:
(B)(4). The hysterectomy date should read (B)(6) 2015. My apologies for the mistake. I also want to add that I also had boils that occurred only after having essure placed have not reoccurred since my hysterectomy. I also had very bad backpain. I at first associated this with an old back injury. However, the pain was different than anything I had prior to having essure placed. It was more of a ripping or tearing sensation in my back muscles across my lower back. (My back injury was isolated to my right lower back.) I can not express enough how debilitating the pelvic pain was. This was not period cramps. This was daily pain that felt like my insides were twisting. I remember thinking at the time that it felt like someone had grabbed my fallopian tubes and was pulling and twisting them. It also felt like the pressure of an elephant standing on my pelvis. I also experienced a constant pain in my left pelvic region and left hip. This was daily. Intermittently, but still every week, I would experience a sharp stabbing pain near my pubic bone. The pain was so great that I considered going to the emergency room. All of this pain was not helped by any over the counter pain killers. I also want to point out that prior to my surgery, I could barely stay awake in the evening. After my surgery, I am awake past 8:30 pm even though my schedule has changed and I have to wake up an hour earlier than before. My essure coils were in place and had not migrated. I believe that the inflammation caused by the essure is what caused all of my problems. I feel that if doctors would have been better educated about the complications from essure and listened to me when I went in describing my pain, I would have less of an uphill battle to get better. (It got significantly worse the last year that I had the essure in, even though I was showing signs for two years before that.) If essure doesn't get recalled, I think that doctors need to be better educated so not one more women has to be made to feel like they are crazy when they go in complaining of pain. No one should have to endure the pain that I did. And no one should be told that pain is normal, that they are getting old (at (B)(4)), that heavy bleeding is normal. Women deserve better from the medical community.